Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No green status indicator flashing on device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records two manual power ups to the (B)(6) 2016. On the second power up a in range patient impedance was measured and two shocks were delivered. On receipt the pad clock was incrementing however the date was recorded as (B)(6) 2016. This would indicate a real time clock error. Investigation found the reported fault can be attributed to low coin cell voltage. This resulted in a lack of a green status led which would confirm the reported fault. The device is tested before leaving heartsine, it can therefore be concluded that the coin cell voltage became depleted after leaving heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.